Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent pediatric scoliosis deformity correction surgery. Post-op, the set screw popped out of the closed head screw. No fusion could be achieved due to this event. Hence, on (B)(6)2018, the patient underwent a revision surgery in which the loose set screw was explanted and was replaced with another one.